Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient had low blood glucose but not hospitalized lately. Customer's blood glucose at time of incident was 40 mg/dl. The customer stated that she has no idea what caused the low blood glucose. The customer also reported via phone call that she had high blood glucose a couple days ago. Customer's blood glucose at time of incident was 400 mg/dl. The customer was offered to speak to helpline but declined.